Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. No motion sensor test failure alarm noted. Unable to verify motor position encoder error alarm in alarm history screen due to moto error alarms. Device had a scratched display window, cracked case at display window corner (all corners) and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm and a motor positon encoder error alarm. Customer had a MRI scan with the device on. Customer's blood glucose was 418 mg/dl. Device alarmed a motion sensor test failure alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.